Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.75 in experienced kinked tubing, and defective/damaged tubing clamp. The following information was provided by the initial reporter: material #: 383513, lot #: 0267637. One of my team members placed a 22g 1.75¿ nexiva. When she opened the package the clamp was engaged. She did not notice that it was clamped until after placing the IV. The clamp being engaged resulted in a permanent kink in the tubing at the spot where it was clamped. This resulted in the IV not functioning and the patient having to be re-stuck with another IV.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was not able to determine the root cause of the failure since the sample was not provided. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. All personnel involved in the production of this product have been notified about the failure to promote awareness during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.75 in experienced kinked tubing, and defective/damaged tubing clamp. The following information was provided by the initial reporter: material #: 383513, lot #: 0267637. One of my team members placed a 22g 1.75¿ nexiva. When she opened the package the clamp was engaged. She did not notice that it was clamped until after placing the IV. The clamp being engaged resulted in a permanent kink in the tubing at the spot where it was clamped. This resulted in the IV not functioning and the patient having to be re-stuck with another IV.